Event description:
The medwatch stated: "ligasure jaws clamped and would not release, causing additional bleeding. The bleeding issue was encountered at the level of the right uterine artery. The pt had an ovarian cyst on the right ovary described as being 13 x 8 cm." The customer reported that the whipple procedure was completed with cautery and manual suturing. No pt info was made available by site. The device will not be returned for evaluation.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted. Additional info from the voluntary report: (B)(6).